Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to malfunctioning integrated circuit u65 on the system pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that device would not provide defibrillation therapy if needed. There is no report of patient involvement with this event.